Event description:
On (B)(6) 2021, the surgeon completed a CABG x1, cryo maze, atriclip application and aortic valve replacement using a perceval valve pvs25. The surgeon removed the aortic leaflets, and calcium from the aortic annulus. The surgeon then used the sizers starting with a small. The small fell through on both ends, the medium clear end went through easily and the large end of the medium sizer was a bit hard to pass through the stj. The surgeon removed more calcium and resized and the large was said to pass through the annulus. The large sizer (small end) passed through the annulus and the large end of the large sizer not able to pass through the stj. The surgeon removed more calcium and was able to pass the large end through the stj and reported that the large end went through the annulus with a bit of resistance and no force. A large perceval valve was selected for implantation. The valve was implanted and ballooned as desired and the aorta was closed. While the patient was coming off pump the echo showed that the valve was good. No leaks seen and a gradient of 6mmhg across the valve. They proceeded to take the patient off pump but found there was severe mitral regurgitation and the mitral leaflets were not seen to make contact with each other on echo. It was reported that the patient had low pressures and the right heart was not able to compensate. The team decided to go back on pump and place a balloon pump to support the patients pressures. Once the balloon was placed they used a medtronic duran 31mm band for the mitral valve. Following this they opened the aorta to check to make sure the perceval valve was still in good placement. No issues were reported with the perceval valve, but the surgeon chose to use warm saline and a ballooning again just to be sure. They then went and placed a tricuspid ring (medtronic contour). They patient was reported to be coagulopathic while completing these additional procedures. Upon follow up the next day, it was reported that the patient was still on the balloon and was vasoplegic.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
A medical review of the case and echo imaging provided by the customer was performed. The results of the analysis showed that preoperatively, the patient¿s lv function was compromised. The tee showed severe aortic stenosis, no mitral (m) or tricuspid (t) regurgitation. However, tenting of the m valve is shown without mitral insufficiency (mi). A preoperative cardiac CT scan was not made. The aortic annular and stj diameters cannot be evaluated from the tee. It appears that difficulties were encountered to pass the perceval sizers through the stj and it is not clear what technique was used to make it larger. From the tee provided, it was not possible to see the stj to determine the extent of possible calcification. The l size valve was implanted. After cross clamp removal there was no problem with perceval valve. There was no paravalvular leak, trace unimportant central leak can be seen on some images. The valve shows fluttering of the leaflets on the long axis view, and some curving of the leaflets on the short axis view. This speaks for possible and borderline oversizing. However, the gradient across the valve does not confirm this. Also, there is no preoperative annular size available to compare. After cross clamp removal mi was presented on tee. This mi was caused by increased tenting, particularly of the anterior mitral leaflet, causing severe mi. Tricuspid regurgitation was also shown. From the tee it is possible to see that, after the cross-clamp removal, significant air was still present in the left atrium as well as in the lv. The mitral valve was then repaired under cardiac arrest, the result was good with no mi. The correct perceval positioning was confirmed under direct vision. Tricuspid valve repair was done on the beating heart. Based on the medical review performed on the available information, it can be concluded that the patient presented with compromised lv function. Tenting of the m valve was present before the surgery with enlarged lv. Stj seemed to be smaller than the aortic annulus. It is not clear what was done to stj that the sizers were able to pass. The actions may have caused some issues with coronary ostia. Dearing of the la and lv was not perfect - this may have contributed to poor lv function after cross clamp removal on top of the pre-existent compromised lv. Perceval position was optimal, no pvl, trace central, with leaflet fluttering. Gradients across the valve were optimal. The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the valve remains implanted, no further device investigation is possible at this time. Based on the investigation performed and medical judgment, the root cause of the mitral valve insufficiency can be traced to the patient's baseline conditions (tenting of the mitral valve and compromised lv function). The procedure (incomplete deairing) is also reported to have contributed to the poor lv function after cross clamp removal on top of the already compromised lv. Although a possible valve oversizing was suspected, it was not possible to definitively confirm it based on the information available and no obvious device-relation with the event was reported. A good perceval valve positioning was confirmed at all times during the procedure, and good gradients were reported. Should any further information be received in the future, a supplemental report will be provided as applicable.

Event description:
On (B)(6) 2021, the surgeon completed a CABG x1, cryo maze, atriclip application and aortic valve replacement using a perceval valve pvs25. The surgeon removed the aortic leaflets, and calcium from the aortic annulus. The surgeon then used the sizers starting with a small. The small fell through on both ends, the medium clear end went through easily and the large end of the medium sizer was a bit hard to pass through the stj. The surgeon removed more calcium and resized and the large was said to pass through the annulus. The large sizer (small end) passed through the annulus and the large end of the large sizer not able to pass through the stj. The surgeon removed more calcium and was able to pass the large end through the stj and reported that the large end went through the annulus with a bit of resistance and no force. A large perceval valve was selected for implantation. The valve was implanted and ballooned as desired and the aorta was closed. While the patient was coming off pump the echo showed that the valve was good. No leaks seen and a gradient of 6mmhg across the valve. They proceeded to take the patient off pump but found there was severe mitral regurgitation and the mitral leaflets were not seen to make contact with each other on echo. It was reported that the patient had low pressures and the right heart was not able to compensate. The team decided to go back on pump and place a balloon pump to support the patients pressures. Once the balloon was placed they used a medtronic duran 31mm band for the mitral valve. Following this they opened the aorta to check to make sure the perceval valve was still in good placement. No issues were reported with the perceval valve, but the surgeon chose to use warm saline and a ballooning again just to be sure. They then went and placed a tricuspid ring (medtronic contour). They patient was reported to be coagulopathic while completing these additional procedures. Upon follow up the next day, it was reported that the patient was still on the balloon and was vasoplegic.

Manufacturer narrative:
Device remains implanted.